Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0010358061 was returned and analyzed. Visual inspection showed the shaft was kinked and wrinkled around 2.58 inches from the tip. The balloon catheter was stuck inside the sheath. Deflection worked as per specification. In conclusion, the reported shaft kink was confirmed through testing. The sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the shaft of the sheath became kinked. It was noted that the balloon catheter could not be fully retracted or pulled out of the sheath. The case was completed with cryo. No patient complications have been reported as a result of this event.